Manufacturer narrative:
When this issue was reported to getinge - maquet in the first place a getinge ¿ maquet service technician was on site and investigated the product in question. No malfunction was identified. The failure described by the customer could not be reproduced. The table passed all functional and safety tests per specifications. The table was cleared for clinical use. After the operating table was investigated initially the customer reported that the described issue occurred again (see uf/importer report # (B)(4), (B)(4)). Getinge ¿ maquet service technician was on site and investigated the product in question. Again the described failure could not be reproduced. A loaner table was requested and the product in question will be send to getinge - maquet for investigation. At the time of this report the investigation of the product in question was still ongoing. As soon as the investigation results will be available a follow up report will be send to FDA. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the table moved into extreme trendelenburg position without anyone operating the remote control. A patient was on the operating table for surgical procedure. No injury or harm was reported to getinge - maquet. (B)(4).